Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. It was noted that the patient's insertable cardiac monitor was oversensing external noise. Programming changes or revisions were not made. The patient was in stable condition.